Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a crack on the bd vacutainer® sst¿ blood collection tube. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other , device single use?: no, device returned to manufacture: yes. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for crack on the tube body with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and crack on the tube body was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for crack on the tube body with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and crack on the tube body was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that blood leaked from a crack on the bd vacutainer® sst¿ blood collection tube. There was no report of injury or medical intervention.